Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon piece still stuck in body-vagina [foreign body in reproductive tract]. Tampon shredded when pulled out, piece still stuck in body-removal [complication of device removal]. Put tampon in, was hurting-vagina [vulvovaginal pain]. Tampon shredded [device breakage]. Consumer contacted via phone and stated that she pulled the tampon out and the tampon was shredded; there was a piece that was still stuck in her body. No serious injury was reported.